Manufacturer narrative:
If additional information becomes available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The remaining battery projection had fallen from 5 years to 1 year in approximately eleven months. Boston scientific technical services (ts) reviewed the device data and power consumption was higher than expected and voltage was lower than expected. A safe replacement interval of 90 days was calculated. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information becomes available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The remaining battery projection had fallen from 5 years to 1 year in approximately eleven months. Boston scientific technical services (ts) reviewed the device data and power consumption was higher than expected and voltage was lower than expected. A safe replacement interval of 90 days was calculated. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The remaining battery projection had fallen from 5 years to 1 year in approximately eleven months. Boston scientific technical services (ts) reviewed the device data and power consumption was higher than expected and voltage was lower than expected. A safe replacement interval of 90 days was calculated. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has been returned and analysis is expected.